Manufacturer narrative:
The device remains in service pending a replacement procedure. This report will be updated when additional information is available.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented for a follow-up. During the interrogation, a code 1003 was observed. It was noted the patient had not had a device check in the past four years. A replacement procedure was scheduled and the patient was sent home. No adverse patient effects were reported.